Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The reported event was replicated, and the device displayed an alarm indicating that the cassette is not attached properly. The pump was visually inspected and found it had a downstream occlusion sensor seal cover. The issue was caused by faulty downstream occlusion sensor, which will be replaced.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a false alarm that the cassette was not attached. There was no reported injury to the patient.